Manufacturer narrative:
Follow-up #2 submitted 10/4/2016. The transmitter was returned to animas and evaluated by product analysis on 9/8/2016 with the following results: no defect was found. Returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%.no eaw occurred, the transmitter performs within spec, unable to duplicate ¿call service 206¿ complaint. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, the transmitter performs within spec, unable to duplicate ¿call service 206¿ complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that they are receiving transmitter out of range alerts for < 3 hours continuously. (B)(4). There is no mention of an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-correction to serial #.